Event description:
On (B)(6) 2009, had a total hip replacement done using depuy metal on metal articul metal lead. Within 6 weeks, developed clicking and flapping of the joint. On (B)(6) 2009, had revision surgery at which time it was discovered there was fluid build up contaminated with debris and the area was black, which resulted in replacement of the cup.